Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop breast cancer. The patient required medical intervention in the form of a doctor's assessment. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged headache, sore throat and develpoed breast cancer. The patient required medical intervention in the form of a doctor's assessment. The device was returned to the manufacturer's product investigation laboratory for investigation along with a humidifier. An external inspection was performed on the dreamstation and humidifier. The manufacturer found evidence of contamination on both the modem and filter slots. An internal inspection was performed on the dreamstation and humidifier. The manufacturer found evidence of contamination on the dry box as well as all over the entire bottom of the humidifier, contamination in the dry box seal, water ingress in the blower box .the manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with contamination on both the modem and filter slots, contamination on the dry box as well as all over the entire bottom of the humidifier, contamination in the dry box seal, water ingress in the blower box. The manufacturer confirmed there was no evidence of sound abatement foam degradation.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The end user indicated ozone or other unapproved cleaning and disinfection method was used. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop breast cancer. The patient required medical intervention in the form of a doctor's assessment. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.